Event description:
It was reported that during an angioplasty in the right brachiocephalic vein, the balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2026). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty in the right brachiocephalic vein, the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas pta balloon dilatation catheter was returned for evaluation. The sample appeared to have residue throughout. No anomalies noted during visual observation. In the functional testing, an in-house presto inflation device was used for inflation and water was noted to be leaking from the distal end of the balloon. Further on microscopic evaluation, the balloon fibers was stripped and a longitudinal rupture was observed to the balloon. No further testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as a longitudinal rupture was noted to the balloon in microscopic observation. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 02/2026), g3 . H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas pta balloon dilatation catheter was returned for evaluation. The sample appeared to have residue throughout. No anomalies noted during visual observation. In the functional testing, an in-house presto inflation device was used for inflation and water was noted to be leaking from the distal end of the balloon. Further on microscopic evaluation, the balloon fibers was stripped and a longitudinal rupture was observed to the balloon. No further testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as a longitudinal rupture was noted to the balloon in microscopic observation. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty in the right brachiocephalic vein, the pta balloon allegedly ruptured. There was no reported patient injury.